Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report. The endoscope was tested and no video image problems were observed, however; the remote switches were noted to be operating intermittently. There was evidence of fluid invasion and corrosion in the electrical connector and control body, which may have contributed to the user's experience. The endoscope passed the leak test, therefore the cause of the fluid invasion cannot be conclusively determined. This report is being filed as an MDR in an ambulance of caution.

Event description:
The user facility reported that during a colonoscopy, there was a gradual loss of video image. The procedure was completed with a different, but similar device. However, the patient was reportedly provided additional anesthesia. No patient injury was reported.